Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that sometimes their upper and bottom teeth make contact that concerns them, they are afraid of chipping more of their teeth especially during eating

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.